Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that they had an emergency room visit last year due to low blood glucose. Troubleshooting tried to contact the customer on 3 separate occasions but received no answer. A voice mail was left for the customer.